Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including the charged coupled device cover lens was damaged, the light guide rod lens was chipped, the bending section rubber glue was peeling, the biopsy port and mouthpiece were worn, there was a scratch inside the channel, the air/water and suction channels needed replacement and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device channel (air water channel) tested positive with micrococcus luteus, roseomonas sp ,filamentous fungus with 3 ufc (unit of flora). (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) results reported no hygiene relevant germs found. Microbes detected were at less than 1 (<1) ufc (unit of flora) the results obtained comply with the target level defined in the regulations of (B)(6) outlined on (B)(6) 2016. The results are conform to (B)(6) recommendation. The subject device was decontaminated, disinfected and sterilized. The operations were carried out. Rrc (regional repair center) (B)(4) olympus will proceed with a normal repair if necessary. Below are information on customers cds checklist: salvanios ph 10 is the detergent used for cleaning peracetic acid is the disinfectant used for disinfection. Aer treatment type- wassenburg wd440 adaptascope, wassenburg endohigh detergent, wassenburg endohigh paa detergent. Maintenance- olympus storage - soluscope surestore. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.